Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance of the device there was no screen display upon power up of the device. The complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer has not returned the device for evaluation. But instead has removed the subassembly part that they suspect is the cause of the reported event and returned it for evaluation. The customer returned power supply board. The board has been tested and no problems could be found. The board is being scrapped as a precaution. The customer has been sent a replacement board. No further action is required at this time.